Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was not predilated. The physician advanced the 3.5x16mm liberte bare stent delivery system to the lesion, but was unable to cross. When the stent delivery system was pulled back, the struts were flared. The physician then advanced a 2.00x9mm maverick2 balloon catheter to the lesion, but was unable to cross. The procedure was not completed. The pt was taken to surgery. Pt status is reported as "ok".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.